Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had no xenon light output. There were no reports of patient harm.

Event description:
The issue was found, during preparation for use. For a diagnostic esophagogastroduodenoscopy. There were no reports of delay in the procedure, nor patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6: (health effect impact code). Additional information added to fields: e1: (contact information). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eleven (11) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction was confirmed. Based on the results of the investigation. It is likely, the following led to the malfunction: it is presumed, that the issue, due to a failure of the ignitor unit. Olympus will continue to monitor field performance for this device.